Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said they thought it was time for the battery to be changed. They just got out of the hospital last week. The return of symptoms started about 3 months ago. They thought it would go away and work itself out but it is trying to get worse. The patient doctor has retired and they were requesting doctor listings. Emailed list of doctors to the patient. Additional information was received from the patient (pt). When asked to clarify the statement regarding it being time for the battery to be changed, they said they were getting a uti once a week and were not able to totally empty the bladder. It was unknown if this was due to normal battery depletion. The cause was unknown. The most likely cause was that the battery and placement of the device needs to be secure. It was moving a lot. When asked what steps were taken to resolve the issue, they reported the doctor specialist will take a look on (B)(6) 2026 to see what is to be done. The issue was not yet resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.